Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: "I have seen the x-rays for this patient with suspected triathlon cr femoral loosening, converted to a ts. The revision was in (B)(6) 2017 while the x-rays are from (B)(6) 2016. They do not really confirm a loose femoral component. There may have been progress in loosening in the interval although 4-months is relatively short for such. On the available x-rays there is possibly some demarcation between cement and device along the posterior flanges of the femoral component but the anterior and distal flanges still have a good appearance regarding fixation. As such, it is not clear what really was the indication for revision. From the x-rays at least, the cause of failure is not readily evident while other contributing factors would require more clinical information to solve this case. With the current info no clear diagnosis is possible and more info is required'. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the medical review indicated that the cause of failure is not readily evident based on the x-rays provided, while other contributing factors would require more clinical information to solve this case. With the current info no clear diagnosis is possible and more info is required. The exact cause of the event could not be determined due to lack of information provided. Further information such as product return, up to date x-rays and revision operative notes are needed to complete the investigation and determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported, patient was revised due to loosened femoral component. Patient was revised to a ts fem. 12 mm c stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported, patient was revised due to loosened femoral component. Patient was revised to a ts fem. 12 mm c stem.